Event description:
Boston scientific received information that after positioning this right ventricular (rv) lead it was not possible to fixate the lead after the maximum about of turns were used to attempt to extend the helix. The helix would not extend. The lead was removed and attempts to extend the helix was still not possible. A lead malfunction was alleged. No adverse patient effects were reported. This lead was returned and analyzed.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured. Analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.